Manufacturer narrative:
The date of event is exact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported via a representative reported that there was pain at the stimulator level. The stimulator was too superficial. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No diagnostic/troubleshooting was performed. The patient had been hospitalized from (B)(6) 2015 to reposition the stimulator. It was indicated the issue was resolved (B)(6) 2015 and the patient's status at the time of report was alive, no injury. The event was assessed as serious, not related to the procedure, not related to the lead, and related to the stimulator. The patient's medical history included neurologic urinary incontinence since 2002.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the stimulator was too superficial after the patient loss of weight. No further complications were reported/anticipated.